Manufacturer narrative:
This MDR is a correction to the initial report with mrn 2017865-2018-11792 submitted for another device.

Event description:
It was reported that the patient presented in the operation room for an initial implant. During the procedure, it was noted that the patient suffered a dissection during cannulation of the coronary sinus. No other complications or consequences of the dissection occurred. The lead was explanted and replaced during the same procedure. The physician successfully finished the procedure, and the patient remained stable before, during and after.

Manufacturer narrative:
Analysis was normal. No anomalies were found.